Manufacturer narrative:
A follow up report will be submitted following the completion of the investigation.

Event description:
The stent placed in the patient migrated distally for the second time. The stent was removed and exchanged without incident. This is related to 3001845648-2016-00351 & 3001845648-2016-00352.

Manufacturer narrative:
The complaint device was not available for return to (B)(4) for a lab evaluation therefore a documentation based investigation was carried out. The lot number of the rms060026-r device involved in this complaint is unknown therefore a review of the manufacturing records could not be completed. The complaint was confirmed based on the customers testimony. A definitive cause for the customer¿s complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting as the device was not returned. Prior to distribution, resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. The rms-060026-r devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, stent migration is listed as potential adverse events associated with indwelling ureteral stents. As per instructions for use, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ a warning on the instructions for use, advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ a final warning indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This is a follow up report been submitted following the completion of the investigation. The stent placed in the patient migrated distally for the second time. The stent was removed and exchanged without incident. This is related to 3001845648-2016-00351 and 3001845648-2016-00352.